Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold. During a routine device replacement procedure, the physician elected to take no action - the lead remains in use. No patient complications have been reported as a result of this event.